Event description:
Case description: investigation result: name: novopen echo plus, batch number: mvg8t21-2. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. No remarks to the mechanic pen part. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 26-sep-2023: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo plus and only very limited information regarding the patient handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Patient's underlying medical condition of type 1 diabetes mellitus and elderly age of the patient (85 years) are confounding factors for poor glycaemic control. H3 continued: evaluation summary: name: novopen echo plus, batch number: mvg8t21-2. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. No remarks to the mechanic pen part. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): increased blood glucose values (500 mg/dl) [blood glucose increased], pen does not dose correctly [incorrect dose administered by device], pen doesn't deliver insulin [device failure], patient use the dialling clicks to estimate the dose of the insulin [wrong technique in device usage process]. Case description: this serious spontaneous case from germany was reported by a pharmacist as "increased blood glucose values (500 mg/dl)(blood glucose increased)" with an unspecified onset date, "pen does not dose correctly(incorrect dose administered by device)" with an unspecified onset date, "pen doesn't deliver insulin(device failure)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin(wrong technique in device usage process)" with an unspecified onset date, and concerned a 85 years old female patient (born in 1938) who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient's height: 168 cm, patient's weight: 61 kg, patient's bmi: 21.61281180. Current condition: type 1 diabetes mellitus (start date: ca. 38 years). Concomitant products included - ramilich(ramipril), bisoprolol, ass(acetylsalicylic acid), euthyrox(levothyroxine sodium), simvastatin, urso [ursodeoxycholic acid] on an unknown date, the patient's had increased blood glucose values (blood glucose) 500 mg/dl at the time of event. The pen didn't dose correctly and also the pen didn't deliver insulin. The patient was using the dialing clicks to estimate the dose of the insulin. It was reported that the patient stored the insulin (not specified) in use in the fridge. The age of the device may-2023. It was reported that the patient recently didn't change from another novo nordisk pen to novopen echo plus. In addition to that the patient didn't use an already used needle and the patient didn't leave the needle attached to the pen in between injections. The patient attached the needle to the pen in a 180 degree angle (straight on) and no force was needed to inject feel different from normal. Batch numbers: novopen echo plus: mvg8t21-2. The outcome for the event "increased blood glucose values (500 mg/dl)(blood glucose increased)" was not reported. The outcome for the event "pen does not dose correctly(incorrect dose administered by device)" was not reported. The outcome for the event "pen doesn't deliver insulin(device failure)" was not reported. The outcome for the event "patient use the dialling clicks to estimate the dose of the insulin(wrong technique in device usage process)" was not reported. Since last submission the case has been updated with the following (not yet submitted): nca reference number added in EU/ca device tab. Preliminary manufacturer's comment: 25-jul-2023: the suspected device has been returned to novonordisk for evaluation. The device will be investigated to check if it works according to set specifications and intended use.